Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown. The device remains implanted.

Event description:
Patient reported unknown side capsular contracture baker grade unknown. Patient additionally reported crease/folding of implant, and seroma-late. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, b6, d4, h6.